Event description:
Information was received from a patient with an implantable neurostimulator (ins). The patient stated that they have been having oth ER issues with their back. The patient stated that they spoke to someone 6 months ago and stated to them that the device doesn't relieve any of their pain and the person they spoke to had told them that the implant doesn't relieve pain. The patient did not have any further information. Patient stated they have tried to increase and adjust but they still don't have any relief. Agent advised to call their healthcare provider. Patient stated that they have an upcoming appointment and will call and make sure a representative is there to do an adjustment. Additional information was received from the patient (pt). Pt reports losing therapy in (B)(6) 2025 and reports it is "now not working" and "shuts off after charging" which they reported to their managing doctor in (B)(6) 2026. Pt reports they have an appointment with their doctor in (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.